Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the device failed incoming testing. It was also noted that the lower and upper cases were broken, keypad was scratched, release latch was sticky, there were several screws and parts missing, and the battery contacts were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.